Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to implant of the implantable cardioverter defibrillator (ICD), the device had a gray bar indicating battery depletion. The device was not use and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.